Event description:
There seems to be a problem with the contraceptive essure. I had the procedure done in (B)(6) 2011 and have had nothing but complications from it such as severe cramping, abdominal pain, and severe back pain. Also there seems to be misconception about essure the info provide to pts before surgery only tells pt what to expect during and a few hours afterwards there is nothing that tells you the long term effect this procedure will have on your body such as spotting all the time or severe bleeding due to the uterus being shifted.